Manufacturer narrative:
If additional information is obtained, a follow-up MDR will be submitted. The site could not identify the reload that was fired before the bleeding, as a result the site sent all four used white reloads. Intuitive surgical, inc. (Isi) has received all four white sureform45 reloads associated with this complaint and completed investigations. Failure analysis investigations did not confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Upon visual inspection, the reloads appeared to be used and fired without any issues . The reloads were disassembled in-house for inspection and no damages were found. A review of logs showed no failures. Root cause is no problem detected. System log investigation: a review of the sureform 45 and the white sureform 45 reloads associated with this event has been performed by an isi pmi. The following additional information was provided: logs show that sureform 45 stapler instrument part number 480445-03, lot t90190923-0153 fired four reloads (all white). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the procedure. No image or procedure video was provided was provided for review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted splenectomy surgical procedure, the surgeon used a sureform 45 stapler instrument with a white sureform 45 reload to fire on the splenic vein. The stapler was fired and after unclamping the stapler instrument the patient began to bleed uncontrollably . As a result, the surgeon converted the procedure to an open surgical procedure to control the bleeding. The patient had two units of blood transfused. The surgeon stated that the cause of the bleeding is unknown.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the surgeon used a sureform 45 stapler instrument with a white sureform 45 reload to fire on the splenic vein. The stapler was fired with no issues; however, after unclamping the instrument, the patient began to bleed uncontrollably. As a result, the surgeon converted the procedure to an open surgical procedure to control the bleeding. The cause of the bleed is unknown. On 09-feb-2021, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the procedure; however, the surgeon had informed him of the incident that evening. It was reported that the surgeon had used a sureform45 stapler instrument with three white sureform 45 reloads and had three successful fires with no issues reported. On the fourth fire, the surgeon was skelotinizing the splenic vein. It was alleged that after a successful fire, when the surgeon unclamped the stapler instrument, the patient experienced bleeding. As a result, the surgeon converted the procedure to an open surgical procedure to control the bleeding. When the surgeon converted to an open surgical procedure, it was observed that a staple line was formed and intact, and no malformed staples were seen. The bleeding vessel began to clot after being packed down. The estimated blood loss was 500 ml. The patient had two units of blood transfused. The surgeon stated that the cause of the bleeding is unknown. The patient is reported to be discharged and recovering well. The following were confirmed: there were no system-generated errors, no clamping issues, no obstructions such as clips, staples, or any other hard material, no buttress material, and there were no malformed staples. The surgeon had confirmed there was no tissue stuck in the instrument's jaws, and there was no video recording available for review. The sureform 45 stapler instrument and the white sureform45 reloads will be returned to isi for evaluation.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of postoperative bleeding, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex f, annex a and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex f updated to include f2302 due to the report of a blood transfusion. Annex a updated to include a050502 due the report of a misfire. Annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument that was used with the stapler reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Functional tests passed with no issues. A review of the logs showed no failures. Root cause is no problem detected.

Event description:
Refer to h10/h11 for follow-up information.